Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the type 3b endoleak. Additionally there was evidence to reasonably support the following observations; type 2 endoleak, pseudoaneurysm of the left common femoral artery, unintended stent movement, partial separation, and a type 3a endoleak. The clinical evaluation found evidence to reasonably suggest the following contributing factors to the reported event; calcification at the neck, unintended stent movement, progressive loss of overlap, and the type 2 endoleak. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. There have been no additional adverse events reported for this patient.

Event description:
Additional information received, patient had a secondary procedure on (B)(6) 2016. The physician elected to implant an additional bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension to seal the endoleak. The patient is reported to be doing well post procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient had an initial procedure on (B)(6) 2014 with a bifurcated stent and suprarenal aortic extension. On (B)(6) 2016 the patient was admitted to hospital with an infection, non graft related. The patient was given a computed tomography (CT) scan which showed the patient had a potential type 3b endoleak of the proximal extension. The physician will proceed with a secondary endovascular procedure when the patient has recovered from the infection.